Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, the pt was treated endovascularly for an abdominal aortic aneurysm. The aneurysm was excluded and there was no adverse event to the pt. The physician advanced a trunk-ipsilateral leg component to the level of the renals for deployment. The physician turned the first knob counter clockwise one quarter turn. At that time the knob snapped off and the string came out. Imaging showed the trunk-ipsilateral leg component was still constrained. The physician then accessed the back up mechanism and found the first string had broken off so far towards the leading end of the device that there was no portion left of it in the back up mechanism. The physician then withdrew the device within the sheath. Another device and sheath was used to complete the procedure. The pt tolerated the procedure.